Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while based on the analysis, the alleged wake button issue could not be verified.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.